Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was not impacted. The customer cleared the alarm and delivered the rest of a bolus. The customer declined to perform troubleshooting with tandem technical support and stated that they may have been bending over causing the infusion set tubing to be bent at the time of the occlusion alarm.